Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical service requesting assistance ending therapy during last fill while the home patient (hp) was connected to the homechoice. The heater bag came undone during the last fill. The technical service representative assisted the hp to end therapy. There was no serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.